Event description:
The customer reported the monitors blanked out during a case. No injury was reported, but another system was brought in to complete the case.

Manufacturer narrative:
(B) (4). The ge service rep replaced the communications board. The system functions as intended.